Event description:
Pt underwent total hip replacement in 1999. On 9/9/99, pt came to ER with dislocated hip. Physician attempted closed reduction. X-ray revealed head had disassociated from the trunion of the stem. Pt was revised 9/10/99 and original 44mm bipolar cup was replaced with a 43mm bipolar cup and a long 22mm head.